Event description:
Reference number (B)(4). Event occurred in the united state. It was reported that the patient went to the emergency room (ER) and was hospitalized on (B)(6) 2026 due to an infusion set detachment caused by stress or pull on the tubing during sleep. The detachment occurred at the site, leading to hyperglycemia with symptoms of sweating. The insertion site was the abdomen, and at the time of hospitalization the patient's blood glucose level was 500 mg/dl. The patient was treated with an intravenous drip. The patient was released from the hospital on (B)(6) 2026. The length of hospital stay was less than twenty-four hours. No further information available.